Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2011, the lay-user/patient contacted animas alleging that the pump had a power issue and was self-rebooting. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a self-rebooting issue. However, there is no evidence that patient suffered a serious injury because of the alleged issue.

Manufacturer narrative:
(B)(4): a review of the pump black box showed that rebooting had occurred. There was no physical damage to the battery compartment or cap. The battery cap attached securely to the pump and the pump powered on properly. The pump current draws were tested and were within specifications. The pump was exercised for 24 hours without rebooting. The pump was opened and there were no defects found to the power circuit.